Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for peripheral neuropathy and spinal pain. It was reported that the caller thought the implantable neurostimulator (ins) was not working. The patient had a lot of pain. There was a return of symptoms. The ins was for foot pain. The caller stated that the patient's feet had pain but they felt vibration in their back. There were no traumas, falls, recent medical testing, or emi associated. The programmer showed that stimulation was on and on group c at 1.90v. The patient had tried the increase from 1.80v to 1.90v and their whole back was vibrating. The caller said that the patient had right/left. The caller was successful switching to program a and increased stimulation to 1.60v but the patient said it was not comfortable. The caller then changed it to program b and increased to 1.60v. The patient stated that it was better and wanted to try it there. The troubleshooting resolved the reported issues. The issues were reported to be a sudden change in (B)(6) 2016.

Event description:
Additional information from the consumer reported the patient had a return of symptoms. The patient had an increase in pain in their feet the past couple of weeks in (B)(6). The pain was noted to be a gradual change not sudden. There were no traumas or falls related to the issue. The device was checked and showed it was on. The patient was able to increase stimulation. Increasing stimulation did not resolve the issue. The patient was going to try different programs to see if they will relieve the pain. The patient was to follow up with their physician about their pain.

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that steps/troubleshooting taken to resolve the patient's foot pain and return of symptoms included "monkeying around with the machine." The patient stated that "messing up" the settings caused the reported foot pain and return of symptoms. It was further reported that the patient met with someone that fixed it, and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.